Event description:
It was reported that during the implant attempt, it was impossible to unscrew the spiral on the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there were several distorted conductors, the distal conductor was fractured due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was noted the lead was received with the helix retracted, blood and tissue visible, and the distal conductor distorted and fractured (overstress) within the connector.